Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. The customer took no action to address the bg level, unable to load cartridge to resume insulin. The customer attempted to load a new cartridge however kept receiving the altitude alarm. Reportedly,the customer contacted the healthcare provider to obtain alternate insulin therapy.